Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshooting was performed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer said pump hasn't been stored without battery or with a depleted battery. The pump experienced an unexpected restart and customer had to reprogram date settings and perform a rewind process again. Customer was advised the pump will need to be replaced but she may continue to use it until replacement arrives.